Event description:
Discordant results for total human chorionic gonadotropin (thcg) were obtained on an advia centaur xp instrument. After dilution the results were discordantly high. The samples were rerun on another instrument in the same laboratory and corrected reports were sent to the physicians. There are no known reports of patient intervention or adverse health events due to the discordant high thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of high thcg results was a malfunction of the pinch valve 1. The fse replaced the pinch valve 1. The instrument is performing within specifications. Further evaluation of the device is not required.